Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) said their device was replaced because their previous stimulator had some kind of problem but pt is not clear why it failed to give therapy properly. Pt said they called the manufacturer rep who checked, yes, it's defective so it was removed and replaced with a new one which is wonderful and does not need recharging. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was met back on (B)(6) for checking their implant, stating their symptoms were worsening again. They tried new programs and identified had all 4 electrodes showing impedances. Upon discussion with his physician, they chose to remove and replace the old lead and battery with new surescan lead and non-rechargeable battery.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.